Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see 0001822565-2019-01168, 0001822565-2019-02798. No device was returned. Radiograph review confirms a distal bone fracture as well as dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient was revised to address instability; the worn poly liner was exchanged. A distal bone fracture was identified as well as dislocation, but the femur was not revised. No further information is available at this time.